Manufacturer narrative:
Unable to power on pump, verify serial number, or perform displacement test due to damaged battery tube/battery cap threads. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was damaged. Customer was not able to open battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.